Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the damaged/broken tip issue could not be determined, however, it is believed that the damage was thermally mechanically induced, likely the result of mechanical overload/shock due to user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: the event can be detected/prevented by following the instructions for use which state: warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- not teeth. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning. Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ceramic tip broke off, the guide screw was missing, there was indentation in the outer tube, and the sealing ring was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the resection sheath, failed. The issue was found during reprocessing. There were no reports of patient harm.